Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. It was the surgeon's decision to remove the implant at the patient's request.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2018 where three implants were installed. The patient had a period of pain relief before complaining of a recurrence of si joint pain symptoms. Diagnostic si joint injections relieved the pain around the most distal implant, so the patient requested to have that implant removed. The surgeon did not indicate that any of the implants were malpositioned or loose. In (B)(6) 2019, the surgeon performed a revision surgery where he removed the implant using chisels as it was solidly fixed in bone. The status of the patient following the revision procedure is not known.